Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that the physician went to exchange the transseptal sheath for the faradrive sheath and as the scrub tech loaded the faradrive onto the wire, the tip of the dilator chipped off. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is not expected to return for analysis as disposed.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that the physician went to exchange the transseptal sheath for the faradrive sheath and as the scrub tech loaded the faradrive onto the wire, the tip of the dilator chipped off. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is not expected to return for analysis as disposed. It was further reported that the dilator did not appear abnormal during preparation. The dilator tip chipped when loading the faradrive. The dilator was not in the body when it chipped. The dilator tip physically detached but no pieces were found in the sheath. The sheath and dilator were snapped together at this time.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.